Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient implanted with xen®45 gts in left eye. On pod1, patient experienced "iop 2, anterior chamber formed, minimal nasal choroid detachment." On pod4 "iop 2, athalamia grade 1, and increased choroidal detachment." On pod6 "iop 4, athalamia grade 1 and 2 and the onset of temporal choroid detachment and nasal enlargement." On pod7 "condition persisted and the athalamia worsened," treated with 2% methylcellulose placed in anterior chamber. On pod 8 anterior chamber was reported "there was no more methyl and it was thalamic again." Due to worsening choroidal detachment and unresolved athalamia device explanted on pod8.